Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), basedow's disease ('autoimmune disorder type of disorder: graves disease') and autoimmune thyroiditis ('autoimmune disorder type of disorder:hashimoto's disease') in a (B)(6) year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid problems,"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), basedow's disease (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), rash ("rashes or skin conditions type: rash"), urticaria ("rashes or skin conditions type: hives") and acne ("acne") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, basedow's disease, autoimmune thyroiditis, thyroid disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, mood swings, feeling abnormal, urinary tract infection, vulvovaginal mycotic infection, headache, migraine, allergy to metals, depression, anxiety, rash, urticaria, acne and weight increased outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, basedow's disease, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, thyroid disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on unknown date she undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- thyroid problems, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hashimoto's disease, graves disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, mood swings, brain fog, urinary tract infection, yeast infection, pid, migraines, headaches, nickel allergy, anxiety, hives, rash, acne, weight gain. Reporter information, event onset date, weight was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), basedow's disease ('autoimmune disorder type of disorder: graves disease') and autoimmune thyroiditis ('autoimmune disorder type of disorder:hashimoto's disease') in a 25-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included morbid obesity and hypothyroidism. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish,"), 28 days after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and blood oestrogen decreased ("low estrogen levels"). In (B)(6) 2013, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid problems,"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: rash"), urticaria ("rashes or skin conditions type: hives") and acne ("acne"). The patient was treated with desvenlafaxine succinate (pristiq) and levothyroxine. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, basedow's disease, autoimmune thyroiditis, thyroid disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, mood swings, feeling abnormal, urinary tract infection, vulvovaginal mycotic infection, headache, migraine, allergy to metals, depression, anxiety, rash, urticaria, acne, weight increased, blood oestrogen decreased, vaginal discharge and fatigue outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, basedow's disease, blood oestrogen decreased, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, thyroid disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: the essure coils appear to be satisfactory in position. Most recent follow-up information incorporated above includes: on 4-nov-2019: plaintiff fact sheet- new events fatigue, low estrogen levels, vaginal discharge were added. New reporter, medical history, treatment and historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.